Event description:
Customer reportedly tested 356 mg/dl and took 8 units of novolog. Caller states that the customer tested 361mg/dl 3 hrs later and an add'l hr later was incoherent. The paramedics were called due to customer's symptoms. Customer's device read 315 mg/dl and the paramedic's device read 28 mg/dl. The comparison was performed within a few mins. Customer was given a glucose IV by the paramedics and tested 215 mg/dl, 205 mg/dl, 55 mg/dl, and 310 mg/dl within 10 mins on the same device after treatment. Caller states that the 55 mg/dl result could be a control result run by the paramedics. No qc control values were reported. Requested return of the suspect device and replacement was sent.